Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and was unable to perform full drive system test due to protruded and or loose drive support disk. The device had minor scratched lcd window, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip, and stained end cap sticker.

Event description:
The customer reported that he received a prime rewind alarm on his insulin pump. The customer's blood glucose level was 300 mg/dl and he treated with insulin. The customer stated that insulin was shooting out during the priming process. He also stated that the insulin pump was neither bumped nor dropped prior to the prime rewind alarm occurring. While troubleshooting, the customer reported that the drive support cap was sticking out. He was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.